Event description:
During total hip arthroplasty instrument broke. All pieces were retrieved. Manufacturer response: for thermal cup impactor, thermal cup impactor (per site reporter). Company rep was present during surgical procedure and obtained another impactor to use during the remaining surgery.